Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain secondary to essure coils/pelvic pain- intermittent severe") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 628048) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, gravida, tooth pain, tooth fracture, tooth infection, bartholin's cyst, partial nephrectomy on (B)(6) 2013, tracheostomy on (B)(6) 2013, smoker, dysfunctional uterine bleeding, back pain, menometrorrhagia, dysmenorrhea, vulvovaginal swelling and bartholin's cyst. *on (B)(6) 2014 surgical pathology report:diagnosis: endometrium: proliferative endometrium with focal mildly disordered glands and ~superficial breakdown. Myometrium: mild superficial adenomyosis. Serosa: no significant histopathologic features. Right and left fallopian tubes: benign paratubal cysts gross description: received in formalin: uterus, tubes and portion of cervix, is a 92 g, 14.5 x 8.5 x 3.5 cm aggregate of a morcellated uterus. Also received are 2 segments of fimbriated fallopian tube measuring 5.5x 0.8 x 0.6 cm and 6.0 x 0.9 x 0.6 cm, each displaying a stellate lumen. There are several paratubal cysts containing clear serous fluid, measuring up to 0.4 x 0.3 x 0.3 crn. The serosa is tan-pink and smooth. The endometrium and tanpink, granular and glistening. The myometrium is tan, firm, trabeculated to slightly whorled. No definitive nodules are appreciated. There are a few fragments of tan-white, smooth tissue, which may be possibly cervix or serosa. Representative sections are submitted. Previously administered products included for an unreported indication: anesthesia. Concurrent conditions included pain in hip, back pain, anemia, incision site hematoma and adenomyosis. Family history included heart disease, unspecified (maternal grandmother), stroke (paternal grand mother) and heart disease, unspecified (paternal grand father). Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ketorolac tromethamine (toradol). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff forced to undergo one or more surgeries to remove one or more of the essure coils. She tolerated it well two to three coils were present at both of the ostia bilaterally. She did not advised of any complications from essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain secondary to essure coils/pelvic pain- intermittent severe"), genital haemorrhage ("heavy abnormal bleeding") and systemic lupus erythematosus ("autoimmune disordertype of disorder: lupus ,") in a 26-year-old female patient who had essure (batch no. 628048) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, gravida, tooth pain, tooth fracture, tooth infection, bartholin's cyst, partial nephrectomy on (B)(6) 2013, tracheostomy on (B)(6) 2013, smoker, dysfunctional uterine bleeding, back pain, menometrorrhagia, dysmenorrhea, vulvovaginal swelling and bartholin's cyst. *on (B)(6) 2014 surgical pathology report:diagnosis: endometrium: proliferative endometrium with focal mildly disordered glands and ~superficial breakdown. - myometrium: mild superficial adenomyosis. - serosa: no significant histopathologic features. - right and left fallopian tubes: benign paratubal cysts gross description: received in formalin: uterus, tubes and portion of cervix, is a 92 g, 14.5 x 8.5 x 3.5 cm aggregate of a morcellated uterus. Also received are 2 segments of fimbriated fallopian tube measuring 5.5x 0.8 x 0.6 cm and 6.0 x 0.9 x 0.6 cm, each displaying a stellate lumen. There are several paratubal cysts containing clear serous fluid, measuring up to 0.4 x 0.3 x 0.3 crn. The serosa is tan-pink and smooth. The endometrium and tanpink, granular and glistening. The myometrium is tan, firm, trabeculated to slightly whorled. No definitive nodules are appreciated. There are a few fragments of tan-white, smooth tissue, which may be possibly cervix or serosa. Representative sections are submitted. Previously administered products included for an unreported indication: anesthesia. Concurrent conditions included pain in hip, back pain, anemia, incision site hematoma and adenomyosis. Family history included heart disease, unspecified (maternal grandmother), stroke (paternal grand mother) and heart disease, unspecified (paternal grand father). Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol) and medroxyprogesterone acetate (depo provera). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), systemic lupus erythematosus (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping) ,"), dyspareunia ("dyspareunia (painful sexual intercourse) ,"), fatigue ("fatigue") and alopecia ("hair loss ,"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had not resolved and the anxiety, depression, systemic lupus erythematosus, migraine, headache, anaemia, nausea, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff forced to undergo one or more surgeries to remove one or more of the essure coils. She tolerated it well two to three coils were present at both of the ostia bilaterally. She did not advised of any complications from essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: psychological or psychiatric problems condition: anxiety/depression , autoimmune disorder type of disorder: lupus ,migraines / headaches , blood or heart disorder/condition type: anemia , nausea , dysmenorrhea (cramping) ,dyspareunia (painful sexual intercourse) , fatigue , hair loss were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain secondary to essure coils/pelvic pain- intermittent severe") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (batch no. 628048) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, gravida, tooth pain, tooth fracture, tooth infection, bartholin's cyst, partial nephrectomy on (B)(6)2013, tracheostomy on (B)(6)2013, smoker, dysfunctional uterine bleeding, back pain, menometrorrhagia, dysmenorrhea, vulvovaginal swelling and bartholin's cyst. Previously administered products included for an unreported indication: anesthesia. Concurrent conditions included pain in hip, back pain, anemia, incision site hematoma and adenomyosis. Family history included heart disease, unspecified (maternal grandmother), stroke (paternal grand mother) and heart disease, unspecified (paternal grand father). Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ketorolac tromethamine (toradol). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6)2014, plaintiff forced to undergo one or more surgeries to remove one or more of the essure coils. She tolerated it well two to three coils were present at both of the ostia bilaterally. She did not advised of any complications from essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Diagnostic results: on (B)(6)2014 surgical pathology report:diagnosis: endometrium: proliferative endometrium with focal mildly disordered glands and ~superficial breakdown. - myometrium: mild superficial adenomyosis. - serosa: no significant histopathologic features. - right and left fallopian tubes: benign paratubal cysts gross description: received in formalin: uterus, tubes and portion of cervix, is a 92 g, 14.5 x 8.5 x 3.5 cm aggregate of a morcellated uterus. Also received are 2 segments of fimbriated fallopian tube measuring 5.5x 0.8 x 0.6 cm and 6.0 x 0.9 x 0.6 cm, each displaying a stellate lumen. There are several paratubal cysts containing clear serous fluid, measuring up to 0.4 x 0.3 x 0.3 crn. The serosa is tan-pink and smooth. The endometrium and tanpink, granular and glistening. The myometrium is tan, firm, trabeculated to slightly whorled. No definitive nodules are appreciated. There are a few fragments of tan-white, smooth tissue, which may be possibly cervix or serosa. Representative sections are submitted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical records received: lot number added. Medical condition added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain secondary to essure coils/pelvic pain- intermittent severe") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4, vaginal delivery, tooth pain, tooth fracture, tooth infection, bartholin's cyst, partial nephrectomy on (B)(6) 2013, tracheostomy on (B)(6) 2013 and smoker. Previously administered products included for an unreported indication: anesthesia. Concurrent conditions included pain in hip, back pain, anemia, hematoma and adenomyosis. Family history included heart disease, unspecified (maternal grandmother), stroke (paternal grand mother) and heart disease, unspecified (paternal grand father). Concomitant products included ketorolac tromethamine (toradol) and vicodin. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (underwent supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff forced to undergo one or more surgeries to remove one or more of the essure coils. She tolerated it well. Two to three coils were present at both of the ostia bilaterally. She did not advised of any complications from essure removal procedure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2014 surgical pathology report:diagnosis: endometrium: proliferative endometrium with focal mildly disordered glands and superficial breakdown. Myometrium: mild superficial adenomyosis. Serosa: no significant histopathologic features. Right and left fallopian tubes: benign paratubal cysts. Gross description: received in formalin: uterus, tubes and portion of cervix, is a 92 g, 14.5 x 8.5 x 3.5 cm aggregate of a morcellated uterus. Also received are 2 segments of fimbriated fallopian tube measuring 5.5x 0.8 x 0.6 cm and 6.0 x 0.9 x 0.6 cm, each displaying a stellate lumen. There are several paratubal cysts containing clear serous fluid, measuring up to 0.4 x 0.3 x 0.3 crn. The serosa is tan-pink and smooth. The endometrium and tanpink, granular and glistening. The myometrium is tan, firm, trabeculated to slightly whorled. No definitive nodules are appreciated. There are a few fragments of tan-white, smooth tissue, which may be possibly cervix or serosa. Representative sections are submitted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, family history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events menorrhagia and vaginal bleeding were added from pfs and updated events and event outcome was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.